Event description:
It was reported that this right ventricular (rv) lead had pacing lead impedance measurement measurements that were greater than 2100 ohms, which was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and found that the impedance measurements had been gradually rising and the threshold were at 3.1v. Ts recommended reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.